Event description:
As reported, we were informed about an incident with an unknown smart control stent system. The doctor tried to release the stent but without result. The outer sheath broke. The plastic sheath became blocked and broke during the procedure. The system was stuck. The case was completed successfully with the stent being released correctly, although the sheath detached. There was no reported injury to the patient. The doctor tried several times to release the stent, and after several minutes, the stent was released. The doctor reported no issues with the patient. This occurred during a biliary procedure. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be correct. No anomalies were noted when the device was removed from the package, and nothing unusual was observed about the stent delivery system prior to use. No anomalies or difficulties were noted during preparation. The device was inserted using a unknown 6f introducer with a valve, not through a stopcock. The target vessel/lesion was in the biliary system. The stent delivery system did not pass through any acute bends. The device will be returned for evaluation. Addendum: the guidewire lumen-inner shaft was found to be separated during product evaluation.

Manufacturer narrative:
Catalog and lot# are unknown. As reported, we were informed about an incident with an unknown smart control stent system. The doctor tried to release the stent but without result. The outer sheath broke. The plastic sheath became blocked and broke during the procedure. The system was stuck. The case was completed successfully with the stent being released correctly, although the sheath detached. There was no reported injury to the patient. The doctor tried several times to release the stent, and after several minutes, the stent was released. The doctor reported no issues with the patient. This occurred during a biliary procedure. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be correct. No anomalies were noted when the device was removed from the package, and nothing unusual was observed about the stent delivery system prior to use. No anomalies or difficulties were noted during preparation. The device was inserted using an unknown 6f introducer with a valve, not through a stopcock. The target vessel/lesion was in the biliary system. The stent delivery system did not pass through any acute bends. The device will be returned for evaluation. A non-sterile unit of ¿unknown smart 10 x 80¿ was received inside a plastic bag. The device was unpacked for evaluation. A separated condition was observed on the outer sheath approximately 80 cm from the distal end, and a kink was found approximately 9 cm from the distal end. On the wire lumen, a separated condition was observed approximately 110 cm from the distal tip, and multiple kinks were noted at approximately 5, 30, 42, 76, 78, 95, and 107 cm from the distal tip. The lock tab was not returned. No additional significant findings were observed. Dimensional analysis was performed on both the outer sheath and wire lumen using a reference specification selected randomly due to the unknown catalog number. Measurements near the separation area were within specification. Functional testing simulated the tuning dial and deployment lever operation, which performed as expected with no anomalies. Visual inspection of the separated edges revealed elongation and plastic deformation consistent with tensile and torsional overload beyond material yield strength, suggesting the device experienced forces exceeding design limits. A longitudinal cut of the inner component was not performed due to its small diameter and metallic construction, which exceeded the laboratory¿s current cutting capabilities. The reported customer event ¿stent delivery system (sds)- deployment difficulty¿ was not observed the product evaluation. However, the malfunctions ¿outer sheath-separated¿ and ¿guidewire lumen (inner shaft)-separated¿ were observed. The elongations and plastic deformation suggest the device experienced forces exceeding design limits. Therefore, handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.